Event description:
Four day old infant received burns to both buttocks after physician ordered infant be placed under a heat lamp in between feeding due to excoriated area around anal opening due to formula intolerance. Lamp used was an exam light with 100 watt spotlight bulb.